Event description:
No new information.

Manufacturer narrative:
The complaints of a kink and a leak were confirmed. However, the root cause could not be determined from the two photographs that were provided for investigation. The photos showed a 20g nexiva IV catheter with evidence of use. The tubing appeared kinked at the dual port luer adapter. What appeared to be blood residue was visible within the catheter tubing, extension tubing, one q-syte connector, and on the external surface of the dual port luer adapter. As the photograph supports the complainants description of the reported event, the complaint was confirmed. However, the root cause could not be determined without the physical sample. Due to the poor image quality, the observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. There were no other similar complaints from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that nexiva leaked. After inserting nexiva the y port was kinked and blood leaked out through it. On initial discussion with the nursing in charge, she said that they immediately changed to new nexiva. However patient was annoyed for this event.